Event description:
Related manufacturer report number: 2017865-2022-05902. During the initial implant procedure, bleeding occurred at the implant site. Upon placement of the right ventricular (rv) lead and right atrial (ra) lead, a loss of capture, loss of sensing, and high pacing impedance were observed on both leads. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable and the bleeding at the implant site was addressed with a compressive device after the implant procedure was completed.

Manufacturer narrative:
The reported events were loss of capture, loss of sensing and high pacing impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood tissue. The reported events of loss of capture and loss of sensing were confirmed. Visual inspection found compressed / damaged outer coil at the proximal region consistent with over tighten suture. Electrical testing found shorts between conductors due to damage inner insulation consistent with overtighten suture. The cause of loss of capture and loss of sensing was due to damage inner insulation cause by suture tie down forces. The reported event of high pacing impedance was not confirmed. Visual and x-ray inspections of the lead did not find indications of conductor fractures.